Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 11:30 am with blood glucose of 409 mg/dl. The customer's reported that blood glucose was over 400 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.